Event description:
Per the clinic, the receiver/stimulator slid down toward pinna causing discomfort. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 for a repositioning surgery. The implanted device remains.